Event description:
According to the reporter, intra-operatively, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The jaws of the reload also locked on the tissue and had to be forcibly opened to remove the jaws from the tissue. The grip also broke off. Another handle and reload were used to complete the case.

Manufacturer narrative:
Concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3h0821) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic video-assisted thoracic surgery (vats) lobectomy, while in the lung, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The jaws of the reload also locked on the tissue and had to be forcibly opened to remove the jaws from the tissue. The handle grip also broke off. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.